Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported the complaint of a "broken tip¿. The instrument was found to have a broken tube extension at the distal end. No pieces were missing. The cables and wires showed no signs of damage. The housing was removed on the back end, and no damage was found. The root cause of broken instrument tube extension is typically attributed to mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted ovarian cystectomy surgical procedure, the monopolar curved scissors (mcs) was observed to have a broken tip. The procedure was completed with no reported injury.